Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
A healthcare facility in california has reported that the manometer of a rd900aeu neopuff infant resuscitator has failed the manometer test and the result was +8cmh2o. There was no reported patient involvement.